Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The membrane of the grommet was punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." To sum up, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was sustained. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about an event involving the nimbus 4 mattress. The customer reported that the mattress was overinflated. There was no indication of patient involvement, and no injury was sustained. During the device inspection, an arjo technician confirmed the customer's allegation. The inner tube of the automatt was found to be faulty, resulting in the mattress overinflating.